Manufacturer narrative:
The insulin pump alarmed a33 during basic occlusion test due to loose protruded drive support disk. Unable to performed prime a33 test due to loose protruded drive support disk. The insulin pump has cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube window, cracked battery tube threads and missing end cap sticker.

Event description:
It was reported that insulin was squirting out during manual prime. It was also reported that no numbers appeared on the display screen. Customer's blood glucose level at the time 20 mmol/l. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently. It is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.